Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2005, a patient was implanted with a 19 mm sjm regent heart valve. In (B)(6) 2017, the patient presented with shortness of breath and an echocardiogram showed a peak gradient of 70mmhg. An angiogram was performed and the coronaries were clean. The surgeon was concerned that the leaflet impedance was perhaps compromised by the growth of pannus. The valve was explanted on (B)(6) 2017 and replaced with an unknown valve.